Event description:
The drug being administered via the pump was 2000 mcg/ml of gablofen set at a daily rate of 450 mcg/day.

Event description:
Additional information: it was later reported that patient experienced return of symptoms and was noticed by the family members on the morning of (B)(6) 2011; no known event preceded it. On (B)(6) 2011, the patient went in to the ER where it was discovered the pump went into safe mode. The logs reported safe mode on 6:36p (B)(6) 2011. Patient and reporter did not hear the pump alarm. Patient had since recovered from this incident. It was later reported that patient experienced increased spasticity. Patient was within an MRI field the afternoon prior to the alarm; pump logs were read by the physician who ascertained the timing with the patient's history. Patient outcome was noted as doing well, no further issues medically. Device was not explanted.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted on: 2008-(B)(6), explanted on: unk; catheter model: 8590-1 pouch, lot # n160877, implanted on: 2008-(B)(6), explanted on: unk.

Event description:
It was reported that telemetry confirmed a critical alarm due to safe state of the device. The reason for this was not reported. Additional informaiton has been requested but was not availabel as of the date of this report.

Manufacturer narrative:
(B)(4).